Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region #5 it was verified its non-osseointegration. Immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type I) and the implant was immediately carried out.